Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: edta tubes 367856 3 ml, have vacuum failures, fill up to 2 ml of blood, exceed 10% lower deviation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-03. H.3. Investigation summary: bd received 2 samples and 2 photos from the customer in support of this complaint. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. The 2 sample tubes, along with 10 retention samples from the bd inventory, were functionally tested and the issue of underfill was not observed as the tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the customer¿s failure mode was not observed in the sample and retention testing. The exact cause for the customer¿s failure mode seen in the photos could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: edta tubes 367856 3 ml, have vacuum failures, fill up to 2 ml of blood, exceed 10% lower deviation.